Manufacturer narrative:
(B)(4). The lot was manufactured from june 17, 2014 to june 18, 2014. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had particulate matter inside of the reservoir. The particulate was identified after the device was filled with desferrioxamine. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection on the unit (via the naked eye) noted a solid white particle approximately 0.25 and 0.30 mm in size, floating in the fluid of the reservoir. The particle was identified to be polyester material via fourier transform infrared spectroscopy (ft-ir) spectrophotometer scanning. The origin of this material is unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter; evaluation is currently in process but has not yet been completed. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.